Manufacturer narrative:
(B)(4)

Event description:
It was reported pt experienced withdrawal. A family member stated pt experienced return of pain and could not stand or sit. Physician indicated the catheter "broke at the spine with pieces of catheter in spine". The pt had catheter replaced and physician pulled out pump but did not replace it. It was stated pt did not have any falls or trauma, but that pain slowly progressed. The return of pain was brought to the physician's attention in june. It was unk to both pt and hcp as to why catheter broke. Pt was taken to emergency room and pump was tested and could not be aspirated. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.